Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The stent was implanted on (B)(6 )2012. It was then reported that the stent fractured within a calcified vessel.